Manufacturer narrative:
Analysis was unable to confirm the reported stylus issue. The programmer was calibrated successfully using the installed software. It was also noted that there were error messages in the software log. Updated software was installed. The programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer stylus had a calibration problem, even after changing the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.